Manufacturer narrative:
The reported incident that standard drill bit anchorage ø2.0mm / l110mm, ao was alleged of issue s-11 (breakage during surgery) could be confirmed based on provided x-ray. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. Based on complaints history, the most possible cause is user related. Please note that the instruction for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179) reads: ''¿ always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. ¿ the design of the instrument must not be modified in any way. ¿ ensure that drilling and cutting tools are sharp. ¿ before every operation, ensure that all devices to be used during the operation function correctly with each other. ¿ in the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. ¿ reusable instruments must be cleaned directly after usage. [...] Cleaning, maintenance and sterilization of non-sterile instruments instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use. For adequate cleaning of multi-component instruments, these must be dismantled according to the assembly/disassembly instructions provided by stryker. Please note that stryker trays are intended for sterilization, transport and storage of medical devices. They are not designed for cleaning and disinfection in the fully equipped state. The devices must be removed from the tray for adequate cleaning results. [...] For further information, please refer to the ¿instructions for cleaning, sterilization, inspection and maintenance of stryker medical devices¿ (l24002000). Operative techniques and cleaning instructions (l24002000) may be requested online at www.stryker.com.'' [Original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During preparation for the final screw of a anchorage mtp cp left plate, the 2.0mm drill bit broke off. Surgeon attempted several different ways to extract piece, however, after different attempts, decided to leave the broken piece in the bone. A shorter locking screw was used to fill the last hole on the plate. Surgeon was able to get all four locking screws implanted and one non locking screw implanted. The broken portion of the drill was not able to be retrieved. Surgeon spent an additional hour or so trying to retrieve.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
During preparation for the final screw of an anchorage mtp cp left plate, the 2.0mm drill bit broke off. Surgeon attempted several different ways to extract piece, however, after different attempts, decided to leave the broken piece in the bone. A shorter locking screw was used to fill the last hole on the plate. Surgeon was able to get all four locking screws implanted and one non locking screw implanted. The broken portion of the drill was not able to be retrieved. Surgeon spent an additional hour or so trying to retrieve.